Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that there were no clips left in the unit and the lockout mechanism was engaged. Five (5) clips were manually loaded and were able to close according to specification. The unit was disassembled for further evaluation and met all specifications. The root cause of your experience could not be determined as engineering was unable to replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Event description:
Davinci prostatektomie - "the used ca090 is part of a kit ("davinci set 6" (B)(4)). During the ligation of structures/vessels the legs of the clip was crossed. A parallel clip ligation wasn't possible. The procedure was finished with an other instrument (ca090). Thank you for arranging the replacement direct to the hospital." Patient status: patient ok - op-procedure was finished with an oth.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.